Event description:
It was reported that a malfunction alarm occurred with a code labeled as malf 16. There was no adverse impact to the customer's blood glucose level. The customer to use manual daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump to be sent and provided instructions for returning the faulty pump, which the customer acknowledged and understood.